Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic representative reported an imaging system that had been moved to a storage location and powered-down for approximately 45 minutes, afterward, a burning smell in the area of the unit was noted. No further details were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Three additional parts were returned to the manufacturer for analysis. The motion battery charger, battery charger 1, and the pfc board 1000 were found to be fully functional with no problems found. As described on the initial 3500a, there was an electrical issue with the battery charger 2 that caused the reported event.

Manufacturer narrative:
On (B)(6) 2015 a medtronic representative performed an imaging system check-out, mechanical and safety inspection areas passed. Imaging modalities test failed. System pfc 1000 board smells like burned electronics, and charger boards are making a high pitch sound. Lights flashing on charger boards. - the system charger boards and possibly the pfc 1000 are the source of the burning smell. The boards all power on, but are receiving too much current. The site has a second imaging system to use for cases until this issue can be resolved. - (B)(6) 2015 a medtronic representative performed an imaging system check-out, all areas passed. Replaced pfc 1000 board and all three charger boards. System passed all testing. System performed as intended. - return requested. Replacement battery charger shipped to site. Medtronic investigation of returned suspect battery charger confirmed reported problem defective charger board. Charger h failed for 0v at output. Defective battery charger 2 board. No fault found. - return requested. Replacement motor battery charger shipped to site. Suspect motor battery charger, returned to medtronic on 06/19/2015, is under analysis. - return requested. Replacement battery charger 1 shipped to site. Suspect battery charger 1, returned to medtronic on 06/19/2015, is under analysis. - return requested. Replacement pfc board 1000 shipped to site. Suspect pfc board 1000, returned to medtronic on 06/19/2015, is under analysis.